Event description:
It was reported by our sales rep that the reported implant has been broken.

Event description:
It was reported by our sales rep that the reported implant has been broken.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fracture involving a scorpio femoral component was reported. The event was confirmed. A material analysis report concluded that no material or manufacturing defects were observed on the device features evaluated. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. The investigation concluded that fracture was caused by fatigue, propagating proximally from the articulating surface. No defects were observed on the femoral component that may have contributed to the fracture initiation.